Event description:
Two weeks prior to christmas, the pt began obtaining results in the low 100's on their one touch profile meter. On the event date, after obtaining a result of 51 mg/dl, and because the pt wasn't feeling well, the pt went to the ER where a hosp meter read over 400 mg/dl. The pt was admitted, treated with insulin and released 2 days later.